Manufacturer narrative:
G4: (B)(6) 2020. B4: 01oct2020 . The customer reported that the issue occurred during set up and there was no delay to therapy. Reportedly, the o2 inlet was broken. The customer replaced the oxygen manifold to address the reported issue and the unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
It was reported that the ventilator's o2 manifold was broken. There was no patient involvement. The customer troubleshot with technical support and was provided with a part number.